Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was found to have discoloration damage at the tips. A visual inspection showed damage to both blades. The instrument was also found to have teflon pad damage. Visual inspection showed that the teflon pad appeared to be detached.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the harmonic ace instrument exhibited thermal damage. There was no additional information provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.